Event description:
The physician attempted arteriotomy closure using the starclose device after an interventional procedure in an "off label use". Angiogram was taken prior to the procedure which revealed: a large caliber vessel with no noted disease and the arteriotomy site was located at "top 1/3 of the femoral head." Reportedly, the arteriotomy site was successfully closed using the starclose device. Approx, fifty (50) minutes" post intervention, while in the holding area, the pt complained of "nausea with decreased blood pressure." The pt was given atropine and intravenous fluids. A computerized tomography (CT) scan was performed which revealed a retroperitoneal bleed. The CT scan also revealed that "the clip was 7.1 mm away fromt he vessel wall". Reportedly, the pt was transfused with packed red blood cells (prbc) however, it is unk how many units of blood the pt received. The pt's hospital stay was prolonged due to the event. On an unk date, the pt discharged from the hospital and was "doing well". Althought requested, no additional pt info was provided.